Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to protrusion from the penis of the left distal cylinder. A new tactra penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
Corrected data: g3 bsc aware date updated from (B)(6)2022 to (B)(6)2022the first date any bsc employee becomes aware of a reportable event

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to protrusion from the penis of the left distal cylinder. A new tactra penile prosthesis was implanted. No further patient complications were reported.